Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced pre-syncope symptoms due to intermittent capture of the right ventricular (rv) lead following the initial implant of an implantable pulse generator (ipg) and rv lead. Reprogramming occurred which helped but there was still intermittent capture. The rv lead was found to be in a different position than observed in the discharge chest x-ray (cxr) from the previous day. The patient had fallen after discharge, which may have contributed to the lead's displacement. The rv lead was repositioned, but the device failed to produce an rv lead pace upon reconnection, even after two attempts. High rv lead thresholds were noted, and intermittent capture persisted. Two lead revisions were performed, and the rv lead was eventually explanted and replaced. A new generator was connected, resolving the pacing issue. It was noted that the eventual lead replacement was elective/prophylactic. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.